Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed, the nozzle was clogged with foreign material. The additional findings are as follows: the plastic distal end cover's insulation was lower than the threshold, the light guide rod lens was cracked, the charged coupled device cover lens was scratched, the plastic distal end cover had a sharp edge, the plastic distal end cover pin had a gap, the bending section cover's glue had separated, the connecting tube had a scratch, the air/water nut's paint was peeling off, the suction cylinder nut had paint peeling off, the key top (1) had cuts, the universal cord was scratched, the plug unit had damaged housing, the angulation was less or specified value, there was play in the angulation and water contact/removal failed due to nozzle being clogged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a weak air/water flow due to a blockage on the scope possibly due to a grain from the washing machine. The issue occurred during a colonoscopy procedure without a long delay, and was completed with a similar device. There were no reports of patient harm.